Manufacturer narrative:
A ge rep evaluated the system and cleaned, and regreased the candlestick connectors. System operates as intended.

Event description:
Customer reported loud popping noises during a case. No pt injury was reported.